Event description:
It was reported that this pacemaker exhibited undersensing with automatic gain control (agc). Sensing was switched to fixed output in which t-wave oversensing (twos) was observed. Technical services (ts) reviewed the data and confirmed there were low r waves, and that sensitivity was still fixed. Ts discussed decreasing agc sensitivity. It was noted the patient would have an in-office evaluation to help determine programming. Additional information is being requested by the field. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited undersensing with automatic gain control (agc). Sensing was switched to fixed output in which t-wave oversensing (twos) was observed. Technical services (ts) reviewed the data and confirmed there were low r waves, and that sensitivity was still fixed. Ts discussed decreasing agc sensitivity. It was noted the patient would have an in-office evaluation to help determine programming. Additional information is being requested by the field. This pacemaker remains in service. No adverse patient effects were reported. Additional information was requested from the field. No changes were made to programming as the twos was minimal. The resolution and cause of the twos remain unknown. No adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5.